Manufacturer narrative:
Internal insulation abrasion under the svc shock coil was noted at 17.0-17.3cm from the distal tip. The rv conductor was melted at this location, consistent with the field observation of low shock impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that low, out of range, high voltage lead impedance was observed. Both device and lead were explanted and replaced. The patient was fine after the event.